Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display or sensor errors or alarms due to display anomaly.

Event description:
It was reported that they had issue with sensor and got calibration not accepted and change sensor alert. The customer¿s blood glucose level was 127 mg/dl. Customer did get a new transmitter. The insulin pump will be returned for analysis.